Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. However, noisy motor noted during testing. Problem isolated to motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that he heard loud noise when rewinding the insulin pump and priming. Customer stated the insulin pump has neither been bumped nor dropped. Customer stated the insulin pump rattled when they shake it. No information about auto mode was given. The insulin pump will not be returned for analysis.